Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients experienced major structural damage to the drive line of their heartmate 2. Log files were sent to be reviewed as a precaution for signs of compromised wires. The log files did not contain any type of drive line issues. The tears to the drive line outer jacket were cosmetic only at this time which suggested the wires were not compromised. It was suggested that rescue tape be applied to the drive line tears. The log files captured odd strings of low battery advisories. Due to the odd low voltage advisories & the physical damage to the controller power leads, it was suggested to replace the controller. As precaution it was recommended to inspect the battery clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024. The patient experienced major structural damage to the driveline. Log files were sent to be reviewed as a precaution for signs of compromised wires. The log files did not contain any type of driveline issues. The tears to the driveline outer jacket were cosmetic only at this time which suggested the wires were not compromised. It was suggested that rescue tape be applied to the driveline tears. The log files captured odd strings of low battery advisories. Due to the odd low voltage advisories & the physical damage to the system controller power leads, it was suggested to replace the system controller. As precaution it was recommended to inspect the battery clips. The patient was issued a new primary controller. It was noted that the primary controller's serial number was not visible, and the internal battery was replaced. It was stated that there was no issue with the driveline and that the patient had a driveline infection. There was drainage from the driveline and cultures were positive with gram positive rods of corynebacterium. The infection was treated with empiric antibiotics. The patient was discharged on (B)(6) 2024 with home antibiotics.

Manufacturer narrative:
Section h6 health effect - clinical code: corrected. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Furthermore, review of the submitted images confirmed superficial damage to the driveline; however, a specific cause for the damage could not be conclusively determined. The submitted log file contained events from (B)(6) 2024 ¿ (B)(6) 2024, per the timestamps. No notable events or alarms were captured, and the pump appeared to be operating as intended at the fixed speed. The account submitted three photographs of the external portion of the driveline. Rescue tape had been applied to the majority of the driveline but only remained intact on the proximal half near the exit site. The distal half of the external portion of the driveline showed several areas of damage penetrating through the tape and outer jacket layers, exposing the underlying bionate layer. The damage extended from the terminus of the controller connector bend relief, to approximately halfway along the cable where a large segment of the bionate layer was exposed due to the outer jacket no longer being intact. The damage did not appear to penetrate beyond the bionate layer, and there was no evidence of exposed wires. The damage appeared to be cosmetic only. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, "introduction", lists infection (local, driveline or pump pocket infection) as a potential adverse event that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.